Event description:
Rptr experienced the er1 message and retested. Rptr retested "around 340" mg/dl. Rptr was experiencing symptoms; sweaty and clammy. Rptr dosed herself normally at this time. Rptr's son compared confirmation dot with color chart noting it was darker than the darkest oval on the vial.